Event description:
It was reported that stimulation could not be adjusted. "Call your doctor" icon was displayed on patient programmer. The device had been re-positioned due to the patient's weight loss, and the ins "coming up towards the skin." "Power on reset" condition occurred after the repositioning of the device. It was noted that the hcp was unsuccessful in reading the ins upon four attempts on (B)(6) 2010. Patient indicated an ins replacement was scheduled the second week of (B)(6) 2010. Later, on the day of the initial reported information, it was indicated that everything had resolved. Additional information has been requested. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
(B)(4).